Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo investigation summary- the neuchâtel team received a photo of a tvt device (part of the net). The lot number and product code of the device are unknown, which prevents the review of the lot file. The received device was manipulated and removed from its original packaging, and all parts are missing. A small part of the remaining net is visible, surrounded by a large amount of organic material and several pieces of cellulose. Based on the evaluation of the complaint, cannot be confirmed with the photo received. Events of this type are regularly.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery did you have? What was the reason for this surgical procedure? Please provide the date of surgery. What kind of symptoms are you experiencing? When did the issue begin? Do you know the product code or lot number of the ethicon (j&j) product used? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that she recently got very ill and expelled medical tape from her body. She had surgery years ago and have never been the same. Per the patient, a lab has confirmed the ingredients are cellulose and polyurethane. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7. Additional information received from patient: "I have eliminated more tape, and large pieces of cellulose which maybe a hemostatic agent. This is very complex and confusing to everyone. I had 2 major surgeries in my life so we don¿t know if it's coming from 1 or both. I¿m in a major detox right now with feeling ill and terrible gi issues. However, my eyesight has improved and not as much sensitivity to light. I have been ill the past several years and the thought is this is the culprit." Carboxymethyl cellulose - "my remnants although look very different have this common ingredient. It is not food at all. Confirmed by the lab. They oxidized once they came out of my body."